Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had developed staph infections (staphylococcus aureus). Symptoms were drainage on the insertion site. Antibiotics were prescribed. The physician believed that the infection was not device related since the patient got the infection during the operation. The patient underwent an explant procedure. The patient was doing well post operatively.